Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.931ohm. The acceptance criterion for this test is < 0.1 ohm. No patient involvement was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.931ohm. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure. The power filter module was replaced, and the ground resistance test subsequently passed with a measured value 0.036 ohm. CAPA-34 was initiated to investigate the root cause for this failure mode. Reference to complaint #: (B)(4).

Manufacturer narrative:
A review of the device¿s serial number history did not identify any prior similar complaints. The device was returned for evaluation; however, the reported allegation could not be reproduced during testing. Therefore, the alleged device failure was not confirmed. The probable cause remains undetermined. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report alleging that the pump did not alarm when air in the tubing reached the pump. Follow-up was performed, and the customer confirmed that there was air in the line. No further information was provided. No patient harm or injury was reported.